Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant report was re-submitted because the submission protocol identified an error during submission. Initial report was done 01/12/2021. Final report was done 03/01/2021. This report is a corrected initial and final combination report

Event description:
Implant fracture.